Event description:
Initial report was that a patient was referred for full device explant due to pain. Attempts for further information have been unsuccessful. No known surgical intervention has occurred. No other relevant information has been received to date.